Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked case on the back at the battery tube area and battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.